Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing, crease fold. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on posterior side assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.